Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button required to be pushed with more force to illuminate the screen. Reportedly, the wake button would get stuck and take several attempts to turn the screen on. Additionally, it was reported that the pump touch screen would time out quicker than expected. Troubleshooting was unable to be performed. The customer's blood glucose level was 221 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
The failure investigation has been completed and the wake button issue was verified. Based on the analysis, the alleged touch screen issue could not be verified.